Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the brim cap, hemostatic valve, and silicone ring were not found in the hub component or inside the device. The hemostatic valve detachment could be related to the brim cap detached; however, this could not be conclusively determined. Microscopic examination of the hub surface has shown evidence of adhesive that shows that the components were attached. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has its origin in someplace external to the manufacturing environment. All units are inspected prior to leaving the facility to avoid this type of damage. A device history record was performed for the finished device batch number, and no internal actions were identified. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hub has glue residues, and this shows that the brim cap was attached to the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the brim cap detachment. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath-medium and a brim cap detachment occurred. It was reported the carto vizigo¿ 8.5f bi-directional guiding sheath-medium had blood leaking out the valve due to the cap at the end of the valve coming off. It may have been a handling error. The carto vizigo¿ 8.5f bi-directional guiding sheath-medium was replaced, and the issue was resolved. The orange cap broke off/ became detached. The physician did not report that air enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was unknown.